Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. As the patient no longer has an indication for therapy, it was decided that the device will remain implanted with no intervention planned. No adverse patient effects were reported.